Event description:
A malfunction alarm identified as malf 12 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, as it stayed within normal range. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The customer continued using the pump and was advised to call back if the problem reemerged.